Manufacturer narrative:
Method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The device was visually inspected and it was noted that one electrode was pulled off from the paddle portion of the lead. Wire was exposed at the channel 5 electrode of the paddle. The other side of the electrode was still attached to the paddle. The lead failed continuity testing and channel 5 measured open, due to the damaged electrode. All other channels measured less than 5 ohms. Stress testing revealed the location of the wire break of the channel 5 electrode. Conclusion - the complaint was confirmed. As received the lead was pulled from one side. Testing revealed that channel 5 is open, with exposed wire. All other channels measured less than 5 ohms. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the doctor attempted to implant a paddle lead via laminectomy in the patient. When the doctor removed the lead during the procedure, she noticed that one of the contacts at the stimulation end was coming off the lead. The doctor did not implant the lead and used another product.